Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the control unit was not functioning and defective, the handpiece had a defective controller and worn out tool coupling. It was also noted that the device failed pre-repair diagnostic tests function of the attachment coupling and power at the motor bench. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the buttons on the small battery drive device became stuck. It is unknown if the event occurred during a surgical procedure. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.